Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer sheath of the modular cable (lot number unknown) could not be confirmed through this analysis. No log files were available for review and no products were returned for further evaluation. Review of the submitted x-ray images found no notable areas of damage to the driveline. Available information provided that analysis was requested due to a suspicious area on the driveline. The patient remains ongoing on (B)(6) with no further reported issues at this time. A specific root cause for the reported event was unable to be conclusively determined through this investigation the relevant sections of the device history records for the modular cable were unable to be reviewed as no device identifying information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that x-ray images of the driveline were submitted for analysis. It was noted that there were recent alarms, and the modular cable seemed to be damaged on the outer sheath. The x-ray analysis was requested due to suspicious area in the driveline, and the driveline appeared to show some areas of inconsistency. It was unable to be determined if there was a break in any of the internal conductors.